Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis identified that the fiber was in one piece and no defects to fiber body were observed. Microscopic inspection identified the tip was degraded. Additionally, there was no light exiting the connector face indicating there was an internal connector fracture. Functional testing found there was no aim beam. It is probable that the fracture within the connector occurred during procedural handling of the fiber during setup or use. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The instruction for use (IFU) states, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing.

Event description:
It was reported that during the procedure, the fiber did not give light. The procedure was completed with another of the same device. No patient complications were reported. Analysis of the returned device identified an internal connector fracture.